Event description:
After a period of antibiotic treatment the wound did not improve, surgery was required to review the wound. Cultures were taken and the wound was negative, the wound was then closed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. It was reported that the patient had a complicated post-implant course. On (B)(6) 2021, the patient experienced an episode of sustained ventricular tachycardia. Defibrillation was performed during a cardioversion and the event reportedly resolved the same day, with no clinical compromise to the patient. On (B)(6) 2021, the patient was also noted to have a fever up to 40 degrees and an elevation in inflammatory markers. The patient was found to have streptococcus oralis and antibiotic (atb) therapy was started. The infection reportedly resolved on (B)(6) 2021. The account also reported that following implant, the patient required 9 days of inotropic medication as well as inhaled nitric oxide and vasodilators. The patient¿s right heart failure reportedly resolved on (B)(6) 2021. On (B)(6) 2021, the patient was found to have a suspicious infection of the sternal wound and atb therapy was started again. After a periodic of time, the wound did not improve; therefore, surgery was required to review the wound and perform debridement. On (B)(6) 2021, cultures taken from the wound were negative and the wound was closed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia, infection, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia and infection as potential late postimplant complications. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. In reference to right heart failure, this document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, infection (local, driveline, and pump pocket), and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia and infection as potential late postimplant complications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16nov2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an episode of ventricular tachycardia and defibrillation had to be done. The patient had a major infection, with a fever up to 40 degrees and elevation of inflammatory markers, antibiotic therapy was started. The patient had streptococcus oralis. The patient was treated with antibiotics and recovered.